Event description:
It was reported by svc report that the head lift motor was stuck in the highest upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board hindered the head lift motor motions.